Event description:
Surgeon removed implant due to pain.

Manufacturer narrative:
Introduction: it was reported that ascension mcp size 30 proximal and distal implants were removed from a patient's left long, ring in 2007 by dr at the hospital. The original implant date was 2006. In 2007, the patient presented with pain. By radiography a fracture was noted in the stem of the proximal component. This fracture was observed to be consistent with a region of slight lucency noted in the patient's first preoperative x-rays. The ascension implants were removed and replaced with ascension size 20 mcp implants. The explanted ascension prostheses were returned to ascension orthopedics for analysis. Method: the lot numbers of the implants were not available. The customer feedback record was then reviewed to understand the sequence of events that occurred during implantation as related by the user and any other information provided by the field. A visual examination of the implants was performed assisted by a stereomicroscope and oblique lighting. Results: visual examination aided with a stereomicroscope of the retrieved proximal implant revealed that the distal implant component was intact. A fracture was present in the stem of the proximal component. Examination of the fracture surfaces revealed regions of burnishing wear caused by the fractured halves rubbing together. The wear damage was severe enough to have obscured the fine features of the fracture surface. A gross feature-a compression ridge was used to locate the fracture origin region on the lateral aspect of the stem. Some fine features, river lines indicated an origin on the dorsal aspect of the stem, however, this may have been a secondary fracture. Crack branching was observed in the origin region. There were burnish marks on articulating surfaces of distal and proximal components. Such burnishing occurs if wear debris from the fracture surfaces become entrapped between the articulating surfaces. Discussion: the fracture appearance is consistent with a rapid brittle, bending fracture. Crack progression is indicated in a lateral direction by the location of the compression ridge. Crack branching that was observed indicates high-energy fracture as might occur on impact. Stem fractures are known to occur upon impact used to seat the prosthesis during surgical implantation into an incompletely broached medullary canal. Furthermore, stem fractures also occur as a result of post-operative excessive, non-biomechanical, forces being applied to the joint prosthesis. There were no indication of irregularities or defects in the component. Conclusions: fracture occurred in a rapid, brittle, bending mode. There were no indications of defects in the component. Stem fractures are known to occur surgically upon seating impact as a result of incomplete broaching of the medullary canal. Stem fractures are also know to occur from post-surgical exposure of the joint prosthesis to excessive forces.